Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Approximately seven months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. No other information was provided.

Event description:
In 2009, an autopolarity switch from unipolar to bipolar with low impedance of 187 ohms was noted. The patient was asymptomatic and no abnormal values could be reproduced. The lead was programmed back to bipolar. The following month, there was another autopolarity switch from bipolar to unipolar, with low lead impedance of 200 ohms. The pocket was opened to evaluate the lead and insulation damage near the suture site was observed. The lead was explanted and replaced.